Event description:
The patient reported that the lead was defective. Follow-up did not yield any additional relevant information regarding this event. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient reported that the lead was defective. Follow-up did not yield any additional relevant information regarding this event. The lead remains in use. No patient complications have been reported as a result of this event. The patient further reported having complications years earlier and that the patient received a shock. The patient also stated that the settings were reset because it was set "too sensitive." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.